Event description:
It was reported that the patient received inappropriate therapy for afib with rvr. The rhythm diagnosed as svt appropriately. Reprogramming the device was recommended.

Manufacturer narrative:
No medwatch form was received.